Event description:
Patient reported "diagnosed with bia-alcl," "breast swelled and have had 3 aspirations" "'almost doubled in size,' night sweats, extreme fatigue, brain fog, rashes and sores, weight loss," and "loss of appetite" against right device. The device remains implanted. ¿pathological markers confirming alcl have not been received.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and lymphoma - alcl - suspected.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2201. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis of lymphoma-alcl: 07/28/2022.

Event description:
Patient reported "recurring right breast peri-implant seroma", "cd30+ alk- concerning for breast implant associated anaplastic large cell lymphoma", dermatitis, anxiety, pain and discomfort. Histopathological markers cd30+ and alk- have been received. The events of brain fog, night sweats, weight loss, sores, extreme fatigue and loss of appetite are considered not device related. The device has been explanted. Treatment: en bloc capsule and breast implant, capsulectomy.